Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported during the implant procedure, an extended capacitor charge time was observed. The device was not implanted.

Manufacturer narrative:
The reported field event of extended charge time was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the extended charge time could not be determined.